Event description:
It was reported that the patient was unable to adjust stimulation. The device was powered off. The patient was able to turn the ins on and felt stimulation on program 3 at 1.2v. It was also reported that the patient was passing blood in his urine, and had passed a blood clot in the morning, but was working with his urologist regarding that. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v689334, implanted: 2011 (B)(6), explanted: na; programmer: model 3037, serial# (B)(4).

Event description:
Additional information received from the hcp reported that the patient's ins was working. The cause of the bleeding and clots was the patient's radiation cystitis from previous treatment of prostate cancer. It was also reported that the patient had no concerns with his device or therapy.